Manufacturer narrative:
97755, sn (B)(6) was returned for product analysis. Analysis found no device found message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that for the last week. They have been having issues charging the implant. Caller stated that they were trying to charge for 5-10 minutes and they were pushing on the recharger harder to see if it would work. Pt also reported getting system problem rm03. Agent walked caller through resetting the controller. Caller confirmed no visible damage to the recharger and confirmed that the controller charges to 100% when connected to the ac power supply without any issues. Agent asked caller if recharger gets hot and caller stated that sometimes the relay box gets warm and the paddle gets hot - no pt harm was reported. Pt mentioned they have seen a manufacturing rep in the past but, it has been a while. The issue was not resolved. A request was sent to repair to replace the recharger. No symptoms reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.